Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: 7085670. UDI: (B)(4). Product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: 7085282. UDI: (B)(4). Product family: scs-lead fixation-MRI. Upn: m365sc43190. Model: sc-4319. Batch: 35056982. UDI: (B)(4).

Event description:
It was reported that the patient developed an infection surrounding implant sites. The patient underwent a spinal cord stimulation (scs) explant procedure. The explanted device was kept by facility for pathology evaluation and is unable to be returned. No further information has been obtained despite good faith efforts.